Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off of the suture. No more information was available. No patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was reported performance pull off suture needle. A needle, a box and ten unopened samples were received for analysis. During the visual inspection of needle, the swage and attachment area were not as expected, since this area was broken, and the other section or suture were not returned for evaluation. Marks were observed on the edge of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In the visual inspection of ten representative samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the needle received, the assignable cause of performance pull off suture needle is needle breakage. However, the assignable cause of the breakage needle cannot be concluded, and an additional evaluation is necessary. The sample will be evaluated further to determine the failure mode. Per the conditions of two unopened samples, no attachment defects were found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/21/2018. Device evaluation summary: a failed suture needle, identified as product code gez422e was received for evaluation. A fracture was observed at the suture attachment of the needle.. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.